Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Intervention of fluoroscopy as a surgical guide. A review of the device history records was performed and revealed that isimac machine company manufactured the drill stop, part #357.405, and lot #6079493 (supplier lot# is10161) on po #(B)(4), for (B)(4) pieces delivered february 2, 2009. Initially, the part conformed to the supplier¿s certificate of conformance, dated january 28, 2009, and to synthes final inspection sheet #(B)(4), revision ¿b¿. The parts were released to the warehouse on february 27, 2009. The drill stop was made to the synthes drawing p/n 357.405, revision ¿b¿, released on april 3, 2003. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: upon receipt, the part¿s spring and dowel pin is disassembled from the instrument and the components are not with the complaint. The cause cannot be determined; without the components to evaluate, no root cause can be found. There is no other appreciable damage to the device. Based on the evaluation, the complaint condition is confirmed but is not considered to be related to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the reaming process for a helical blade surgery, that the drill stop fell apart. The surgeon completed the surgery by visually watching the stepped reamer on x-ray. The drill stop was between 6-10 inches outside the body and did not cause fragments. What occurred was a sort of a popping sound when the drill stop fell apart. The locking mechanism failed as such the surgeon used fluoroscopy to complete the surgery as a guide to prevent drilling too far. There was a three minute delay in surgery, the procedure was successfully completed with no adverse events occurring. This is report 1 of 1 for (B)(4).